Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went to see their healthcare provider because they were having an issue with the ins. The caller stated they found out one of their electrodes ¿got hurt.¿ the caller stated they had an ultrasound on their lower back because they pulled a muscle opening a window. The caller stated someone from their healthcare provider¿s office had to reprogram their ins because of the bad electrode. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from a consumer clarifying that the issue that led them to make an appointment was that they lost stimulation on all 4 programs and they thought it may have been caused due to an ultrasound treatment on their lower back. The patient stated the cause of the ins issue may have been due to the ultrasound treatment on their lower back. The patient clarified that the electrode issue was that one of the electrodes (#3) was damaged and that may have been from the ultrasounds as they didn¿t turn off their device before the treatment, but the cause was not determined. The patient reported the ins issue and bad electrode was resolved by reprogramming their device on 2019-mar-07. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3093-28 lot# v218741 implanted: (B)(6) 2009 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v218741, ubd: 2013-02-26, UDI#: (B)(4). H6: device code c53269 and patient code c76143 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating the patient had not been seen by their office since (B)(6) 2015. No further complications were reported.